Manufacturer narrative:
Since there is no product available for eval, the investigation of this complaint is limited and the company is unable to draw a conclusion. Labeling review did not reveal any errors, omissions, or other abnormalities.

Event description:
The primary surgery was laparoscopic myomectomy ((B)(6) 2008). Two 8cm and 3cm fibroids were removed. Indication - symptomatic fibroid uterus with severe menorrhagia and anemia unresponsive to medical treatment. The surgiwrap sheet was placed over the uterine incision without fixation. The IFU precautions that improper fixation of the devices can cause subsequent undesirable result. Nine months post-placement pt returned complaining of abdominal pain and inability to conceive. She underwent a laparoscopic examination 13 months after placement. There was no adhesion between the uterus and the surrounding tissue. However, on the uterine surface, we observed a yellow irregular structure approx 3 x 2 x 1.5 cm with rich vascularization. A smaller similar structure was observed on the proximal right fallopian tube. Both structures were removed. Histopathologic analysis revealed "foreign body and giant cell reaction to adhesion barrier material." Surgeon reported that: "the polylactide adhesion barrier served its purpose in reducing adhesion formation. However, it was not absorbed."